Manufacturer narrative:
(B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. No further information will be provided. No product is available for return. Information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2021 and a reservoir was used. In the ward, when trying to apply pressure, it could not be applied because the spring was broken. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.